Manufacturer narrative:
It was noted that this device was not available for return. If information is provided in the future, a supplemental report will be issued. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that a commanded shock was performed to test the integrity of this system, which resulted in a shock impedance of greater than 125 ohms. The most recent shock impedance was 190 ohms. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient's right ventricular (rv) defibrillation lead was explanted due to high shock impedances, and the device was replaced at that same time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that a commanded shock was performed to test the integrity of this system, which resulted in a shock impedance of greater than 125 ohms. The most recent shock impedance was 190 ohms. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.